Manufacturer narrative:
Natus medical has launched an investigation into this event with the olympic bilimeter. No prior related service records or complaints were found for the last two years for this device. The neoblue mini was adjusted within spec using the neoblue radiometer, by the customer and back in service.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their bili-meter was reading low measurements with their neoblue 3 mini. No patient injury reported.